Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been having a lot of problems charging her implantable neurostimulator (ins). The patient sits down and puts the recharging antenna directly on top of the ins and she could never get the coupling bars to come up. It was noted that she might get 3 coupling bars filled but it takes a long time and sometimes she had to lie down just to get 3-4 bars filled. She would then get frustrate and gives up recharging. Troubleshooting could not be performed due to lack of access to the product. In the end, the patient was directed to follow-up with their healthcare professional (hcp) to notify them of the issue and get in touch with a manufacturer representative (rep) if needed. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.